Manufacturer narrative:
D4 - lot #: possible lots 6061452, 6071181. H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device under delivered. Per reporter the device alarmed "infusion complete or empty", however, the patient did not receive the entire medication/bag. The pump indicated that infusion was complete but there was definitely at least 100 ml left in bag. A continuous infusion rate of 6 ml/hour had been programmed, with a total reservoir volume of 275 ml and given 275 ml but there was still at least 100 ml in the bag. The air detector and upstream sensor had been turned off. The length of infusion had been set to 46 hours, and the lock level had been set to ll2. A closed system drug transfer device (cstd) was used to fill cassette. There was patient involvement, but no patient harm reported.